Manufacturer narrative:
The correct mfg date is 10/31/2016. However, initial MDR notes 09/30/2016. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, product testing was performed on retain samples and product deficiency was not found on retain samples. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints have been reported on this batch previously. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as it is not an implantable device. Initial reporter phone number: (B)(6). Recall number: this product lot number is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient had developed iritis on the left eye after undergoing a cataract surgery on (B)(6) 2017. The physician used corticosteroid eye drops to treat the iritis. Additional information was provided by the doctor who indicated the patient was still in the early stage. The doctor also stated he was not sure if the case is related to the healon. No further information was provided.